Event description:
It was reported that the device was shorting out, no back-up device was available. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of shorting out was confirmed. Product failed functional testing with intermittent live video output when cable assembly is bent near strain relief. Cause of video malfunction is a defective cable assembly. Cable assembly appears worn and insulation is faded. Camera head passed functional testing with a known good cable assembly installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.